Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported implant driver and the implant were not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. The reported implant was located on an unknown tooth site, and was removed the same day as placement. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the driver and the implant dating back to 12 months. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/ d/ ie/ product holds for the reported product. The complainant reported that they were having an issue with the driver. The doctor stated that the internal portion of the implant is stripping with the new driver. The doctor believes that the driver may be defective. The reported complaint could not be verified with the information provided, and without return of the products. A definitive root cause for this complaint could not be determined. The following sections have been updated: g4: date received by manufacturer . H3: item not returned to manufacturer. H6: evaluation codes h3 other text : item not returned to manufacturer.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided. First/given name unknown / not provided.

Event description:
It was reported that the internal portion of the implant is stripped.